Manufacturer narrative:
The testing of the quality control laboratory confirmed the correct function of the affected lot of seraclone anti-s. The review of the batch record documentation showed no irregularities which might have affected negatively the quality of the complained lots.

Event description:
The customer reported a false negative reaction of a blood donor with seraclone anti-s.